Event description:
It was reported that during a coelio promontofixation procedure one of the three different devices broke in the patient, the piece was retrieved. The devices used were the harmonic focus, a vectec and a covidien. The customer doesn¿t know from which device the piece broke off. They will, send us a picture from the broken piece and will send us to instrument for analysis another device like device was used to complete the case. No patient consequences. One device will be returned.

Event description:
Received photograph - the piece is not a component of our harmonic device.

Manufacturer narrative:
(B)(4). Piece is not from our harmonic device. Not an ethicon endo-surgery product.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.